Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer went the emergency room on (B)(6) 2016 with a blood glucose level of 750 mg/dl. Customer was severely thirsty, sweating, flushed, and did not feel good. Customer was running out of supplies due to not getting assistance with his insurance. Customer only had short acting insulin. Customer will take off his insulin pump to make sure he has enough supplies and was relying on the short acting insulin until he can change infusion sets. The cause of the hospitalization was high blood pressure, racing heart, and high blood glucose levels. Customer was hospitalized for 6-7 hours and his blood glucose was checked every 30 minutes. Customer was treated with IV fluids and was wearing the pump at the time of the incident. Caller stated that the drive support cap appears normal. Customer is currently not on the pump due to not having supplies. Caller was transferred to get emergency supplies for the pump.